Manufacturer narrative:
Received one speedband superview super 7 device returned for analysis with residue present indicating use. A visual examination of the ligator head found four bands present and in proper position. Three bands had been deployed and were not returned. There was no issue with the ligator head teeth. The suture was noted to be intact and attached to the trip wire loop. It was observed that the trip wire was bent and secured in the handle assembly slot. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, some of the bands were able to be deployed, however, the remaining bands failed to deploy as the ligation thread broke as soon as the handle was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, some of the bands were able to be deployed, however, the remaining bands failed to deploy as the ligation thread broke as soon as the handle was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.